Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead developed hematoma and experienced erosion. Pocket evacuation for hematoma followed by manual ice system extraction was performed. This lead was explanted. No additional adverse patient effects were reported.